Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information to section b5, to update the device return date in section d9, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. The small and large balloon are separated. There is a noticeable tear on the small and large balloons. The complaint can be confirmed for the small and large balloon tear. The exact root cause could not be determined. The likely root cause is the balloons were separated during the procedure. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 23 jun 2023: the procedure performed prior to using the trb2 was a neuro, non-intervention procedure performed. 16 ml's of air was injected into the tr band when it was applied. The tr band started to be deflated immediately after the procedure. Hemostasis was achieved after using a different tr band. Estimated blood loss was less than 250 ccs. There was no noticeable damage to the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band balloon was not fully connected to the band. Therefore, the tr band didn't hold air. Patient was in stable condition. Procedure outcome was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.